Event description:
It was reported that after a few minutes, the console displayed error 150: "laser deck - fiber not connected". The console was rebooted, but it did not respond. Information received via good faith effort indicated that then, the connection heated up and the fiber was not detected, there was no physical break of the fiber. There was no patient involvement. This complaint refers to the fiber.

Manufacturer narrative:
Correction to field b6: devices codes, component codes, evaluation method codes, evaluation result codes and evaluation conclusion codes. Correction to field b5: describe event or problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. It was reported that there was no break with the fiber tip and no signs of breakage along the length of fiber. The fiber was stuck in the fiber port and the connection was heating up causing the fiber not to be detected by the console. According to the instructions for use (IFU), improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Correction to field b5: describe event or problem. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that after a few minutes, the console displayed error 150: "laser deck - fiber not connected". The console was rebooted, but it did not respond. Information received via good faith effort indicated that then, the connection heated up and the fiber was not detected, there was no physical break of the fiber. There was no patient involvement.

Event description:
It was reported that after a few minutes, the console displayed error 150: "laser deck - fiber not connected". The console was rebooted, but it did not respond. Then, the connection heated up, the fiber broke. There was no patient involvement.